Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump would not turn on, noticed a crack on the battery side and the pump stopped working. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1715k. The customer reported that the pump was exposed to moisture but there is no visible fluid in the pump. The pump did not pass the self-test. The customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. The pump has not been exposed to altitude change. The customer reported a blank display. The customer called back after receiving a new battery cap. The customer inserted a new battery with the new cap but the display did not return. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1715k was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit received with critical pump error/open book image. Unit was successfully downloaded using thus software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review, the pump detailed trace recorded pump error 2 and pump error 63. Pump error 2 (file number = 51 line number = 1317) occurred three times on 18-aug-2024 starting at 12:29:05 pm until 12:29:05 pm. Per engineering troubleshoot guide, it was determined that pump error 2 was a hardware issue with the main mcu unable to sync with the motor mcu. Pump error 63 (file number =522 line number = 341) occurred once on 20-aug-2024 at 06:11:39 am. Per engineering troubleshoot guide, it was determined the pump error 63 was a hardware issue due to arm watchdog failure. Pump error 63 was the consequences of pump error 2 and were expected. P-cap locked in place properly during testing. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies. The following were noted during visual inspection: stained keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and label damage (stained). In conclusion, customer concern for cosmetic damage was confirmed at the battery compartment when cracked battery tube threads and cracked case corner of belt clip rails were noted. Blank display was not confirmed. Exposed to moisture confirmed on electronic assemblies. Unable to confirm unresponsive keypad. Critical pump error (open book image) was confirmed due to pump error 2 and pump error 63. Pump error 2 and pump error 63 were confirmed due to hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.